Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any fluid path leak or the reported bent cannula. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test result greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported that after wearing the pod for a little over a day and a half her blood glucose went up from 186 mg/dl to 375 mg/dl. She did a correction, but it did not work. She then noticed the pod was leaking insulin. She removed the device and noted that the cannula looked "a little bent" but not kinked.